Event description:
It was reported that (2) lcsc5 were used during a laparoscopy procedure. It was reported by the affilate that after working several minutes the cutting speed was going down and after a while the lcsc5 stopped working. Opened another device to complete the case. There was no consequence to patient.